Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 05:24:31. During night drain cycle five, the patient's ultrafiltration reading was 3294ml, indicating the home patient (hp) drained 3294ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 3294 ml during therapy initiated on (B)(4) 2012 at 5:24, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. A review of the device's event log was performed for the therapy initiated (B)(4) 2012 at 5:24. Drain 4/5 was bypassed and fill 5 was not performed. Therefore the fill volume was 0, which was less than the expected volume of 2500 ml. Review of the event log revealed the cycle 5 drain was completed and the user's actual drain volume during cycle 5 was 3296 ml. The actual drain volume of 3296 ml is 132% of largest prescribed fill volume (lpfv) of 2500 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.